Manufacturer narrative:
An event of third-degree atrioventricular (av) block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the third-degree atrioventricular (av) block could not be conclusively determined. It is possible the patients¿ conduction disorder history contributed to the third-degree atrioventricular (av) block. However, this cannot be confirmed. The reported surgical intervention and prolonged hospitalization were due to case-specific circumstances. Following implantation a permanent pacemaker was implanted and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 276s and heparin was given. A pre-implant balloon valvuloplasty done a 24mm non-abbott balloon. The valve got fully re-sheathed two time due to the implant was too high. The final implant depth was 5mm on the non-coronary cusp (ncc) and 5.52mm on the left coronary cusp (lcc). On (B)(6) 2025, the patient had a third-degree atrioventricular (av) block and a dual chamber pacemaker was implanted. The patient required prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.